Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Explant analysis showed surgical instrument damage of the implant outer shell which resulted in outer lumen deflation.